Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225, serial/lot #: (B)(4). Analysis of the 9733857 found insufficient information. Analysis of the 9735225 found no failure. The computer boots normally to the application screen. The cranial program started and was able to load multiple exams. The computer passed all testing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the screen turned blue when loading exam. There was no patient present when the issue occurred.